Manufacturer narrative:
(B)(4). Exact date of event is unknown/not provided. She stated she is unable to see correctly and her vision is blurry since she had the lens implanted. There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported that she is unable to see correctly and has blurry vision since a zkb00 intraocular lens (iol) was implanted in her right eye. Reportedly, patient can see near but cannot see midway and far and she has no depth perception. Photorefractive keratectomy (prk) was done which helped but only very little and she still has issues. Patient has seen two other doctors for second opinion who suggested to not explant the lens. Patient had her left eye cataract surgery done sees a little better now. Reportedly, patients' doctor has stated that the patient may be able to adjust later on so that her right eye will do for near vision and her left eye will do for her far vision. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.